Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that having issues with their device approx. A year after it was placed, she called the provider¿s office and they referred them back to medtronic. They reported that they had a conversation with a medtronic rep who adjusted their setting, with a warning about some additional discomfort down their right side into their labia- this "feeling" of discomfort in the labia has not gone away since that "zap". They reported that currently their device was not on - they did not turn it back on after the zap. The patient also reported having issues with the stimulator not working, already discussed with the medtronic rep. They would like to see a different provider to check their device because they did not get the help they wanted from the prior office. They reported they were also going to call the medtronic support line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify what was meant by the "stimulator not working", the patient stated the "stimulator overworking". The patient was being guided on how to work it and now they had permanent damage and depleting control. The patient stated this was not caused by normal battery depletion. The patient reported the cause of the device not working was not determined. When asked for the most likely cause, the patient stated once the device was implanted, their doctor was done and the patient's only recourse was to call the manufacturer. The patient stated if this couldn't be fixed, they didn't know what to do. The patient stated the issue had not yet been resolved. The patient also stated the "zap" issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are having problems with uncomfortable stimulation getting zapped down their leg and labia. The ins is implanted in the right buttock. Patient refused troubleshooting assistance to decrease stimulation or turn therapy off as they did not feel comfortable using the programmer outside of the supervision of their healthcare provider (hcp). Patient reported hcp will only redirect them to call the manufacturer. Patient expressed wishes to have the interstim removed. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.